Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device verified the device was within specification. Bubbles and voids in the gel after were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade iii/IV " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii/IV.¿

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device has been explanted.